Event description:
Discordant creatinine, bilirubin, iron, albumin, urea nitrogen, alanine aminotransferase and carbon dioxide results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument and those results were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and reviewed the reaction curves for the results that displayed a flag. The reaction curves revealed a drop in absorbance at the crucial measurement point for each assay. The cse review all reaction curves on all assays, observing the drop in absorbance in nearly all assays. The cse ran two separate samples in 5 cups each for a number of tests and observed that the drop in absorbance was sequential. The cause of the discordant creatinine, bilirubin, iron, albumin, urea nitrogen, alanine aminotransferase and carbon dioxide results is unknown. The customer was advised to perform a wash 2, followed by a lamp energy check and cell blank. The customer successfully ran qc. The instrument is performing within specification. No further evaluation of the device is required.